Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol ventralight st device used to treat the patient. As alleged by the patient's attorney, the patient "further experienced several infections." Regarding infection, infection is a known risk of surgery and is listed as a possible complication in the instructions-for-use. The instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." No sample has been provided, therefore an evaluation of the actual device is not currently possible. Medical records are not available and no lot number has been provided; as such, a review of the manufacturing records is not possible at this time. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard davol ventralight st. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016 - the patient was diagnosed with a ventral hernia. On (B)(6) 2016 - the patient underwent ventral hernia repair with an unspecified bard/davol ventralight st hernia mesh product. As reported, in the months following the (B)(6) 2016 implant of the ventralight st mesh, the patient continued to experience chronic abdominal pain, and further experienced several infections, as well as fluid draining from the umbilicus. The mesh continues to cause chronic abdominal pain, infections, and fissures. The mesh requires surgical removal, but cannot be removed. The patient's attorney also alleges that the ventralight st is defective and, "as a result of having the product implanted, the patient has experienced significant physical pain and suffering", "has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures."